Event description:
It was reported that patient's ipg is flipping on its side in the pocket. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Event description:
Additional information received reports that patient underwent surgical intervention on (B)(6) 2022 in which the ipg pocket was made deeper to suture the ipg into harder tissue, resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.